Manufacturer narrative:
One 20ga vit cutter was returned wrapped in a bl5320w label from lot v3750. The visual examination found the needle is not bent and the port window is in the opened position. The back cap is aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using the stellaris pc system. The cutter had good clean cuts at 5000 cpm. The cut rate was reduced to 1000cpm and then gradually increased. Once the cutter reached 3500cpm, the inner needle stopped retracting preventing cutting and aspiration. The cause of the failure cannot be determined. No causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn. Placeholder.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure the cutter stopped cutting. The cutter was exchanged and the procedure was completed without any impact or injury to the patient.